Event description:
The user facility reported they are returning an icp monitor nl950-100 with pole clamp and catheter #2033. When using the monitor, error message 07 appeared. The catheter would not zero. No pt contact reported.